Event description:
Knee infection/pseudoseptic infection [arthritis infective]. Pseudosepsis [pseudosepsis]. Aspirated about 4 cc of fluid off the knee [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician via a sales rep regarding a female pt (age not provided), initials unk, with knee pain. The pt's medical history was significant for previous medical device implantation with synvisc (03 injection series) more than 6 months ago. On an unspecified date, the pt initiated treatment with first synvisc (hylan gf-20) injection at a dose of 2 ml in an unspecified knee (route of administration and frequency not provided). On an unspecified date, the pt received second synvisc injection at a dose of 2 ml. The lot number for synvisc was not provided. On (B)(6) 2013, the pt experienced pseudoseptic infection after the second synvisc injection. On an unspecified date, the physician 'aspirated about 04 cc of fluid off the knee.' The company assessed the event of knee infection/pseudoseptic infection as medically significant. It was reported that it was not known whether the pt received third synvisc injection. The outcome and intensity for the events of knee infection/pseudoseptic infection, pseudosepsis and 'aspirated about 4 cc of fluid off the knee' was not provided. Relevant concomitant medications reported tramadol and corticosteroid nos. The reporting physician did not provide the relationship between synvisc and all the events.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.